Manufacturer narrative:
(B)(4).the product code is unknown and therefore, the 510(k) entry is left blank.as the patient discarded supplies after each therapy, the sample was not requested.

Event description:
This is a report from (B)(6) of a homechoice patient (hp) whose health professional stated that the patient was diagnosed with peritonitis on (B)(6)2010, and he thinks it was caused by poor aseptic technique based on the bacteria identified (B)(6). As of (B)(6)2010, the peritonitis was resolving.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is determined to be use error. A labeling review was not performed due to unknown product code.